Event description:
Patient revised on (B)(6) 2020 due to dislocation 2 weeks after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+9 standard humeral cup, and then implanted a 40mm eccentric glenosphere with screw, 40/+6 stability humeral cup, and 135/145 reversed adapter for an extra +9mm of spacing.